Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a pertrochanteric femoral fracture. The surgeon attempted to insert the hip screw at proximal side, but it was out of bound, as recognized by x-ray imaging. The target through the locking holes was not accurate. It was noted by the consultant: the fractured segment was too close, the screw was not inserted at the right position. Because of this, the surgeon used the aiming arm in order to insert the hip screw at the best position of the bone head part. As a result of this, the deflection of the aiming arm or the nail occurred. This is 6 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: no damage of parts was visually determined according to the product development evaluation. A functional test was performed with mating components with another set of instruments. The functional testing was successfully completed with the returned parts. Connecting screw handle/nail not tightened after nail insertion may lead to a misalignment of the instruments. The following note can be found in the surgical technique (036.000.752): do not exert force on the aiming arm, protection sleeves, drill sleeves and trocars. This force may prevent accurate targeting through the proximal locking holes and damage the drill bits.